Event description:
Initial reporter indicated that "their handheld computer screen froze following successful interrogation of a pts device." A flashcard reinsertion was done and the handheld was able to resume programming. Reporter indicated "it has been happening for couple months and it was slow to move to the next screen following a successful interrogation, and that now the time it takes to move to the next screen has increased." Good faith attempts are being made for product return for analysis.

Manufacturer narrative:
Software/firmware caused event, but did not cause or contribute to a death or serious injury.